Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) checked remote support service and device was online and then confirmed with the customer that there were no issues with the device as there was no disconnected icon, and no further investigation was required. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user was unable to authenticate during login, and the station was operating in disconnected mode. However, there were no delay in patient care and no adverse events or injuries reported based on this event.